Event description:
Customer reported tubing separated from the drip chamber on this set during patients taxol treatment. No patient injury has been reported. Set was replaced and patients therapy continued. Although requested no additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 24, 2007. Device is not available for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.